Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on interface board. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test, operating currents test or verify off no power, low battery, battery out limit, weak battery, failed battery test and button/keypad unresponsive due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had three bad battery alerts, a low battery alert, and battery out limits. The customer also reported that the display went blank, then turned black. Blood glucose level at the time of the incident was 407 mg/dl. The customer also reported that there was a scrolling issue when in the device's menus. Customer stated that the insulin pump had recently been exposed to humidity. During troubleshooting, the customer reported that she received a failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.